Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in the lower esophagus to treat an anastomotic esophageal stricture during a procedure performed on an unknown date. According to the complainant, on (B)(6) 2018, approximately six weeks after the initial stent placement procedure, the patient presented with symptoms of an esophageal tracheal fistula. Reportedly, the pressure of the stent had created the fistula. An esophagogastroduodenoscopy (egd) procedure was performed, during which the axios stent was removed, and a fully covered wallflex esophageal stent was placed to cover up the fistula. There were no further patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the hot axios stent was being implanted into the esophagus to treat an anastomotic esophageal stricture; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.

Manufacturer narrative:
Event has been updated with additional information regarding patient symptoms. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in the lower esophagus to treat an anastomotic esophageal stricture during a procedure performed on an unknown date. According to the complainant, on (B)(6) 2018, approximately six weeks after the initial stent placement procedure, the patient presented with symptoms of an esophageal tracheal fistula. Reportedly, the pressure of the stent had created the fistula. An esophagogastroduodenoscopy (egd) procedure was performed, during which the axios stent was removed, and a fully covered wallflex esophageal stent was placed to cover up the fistula. There were no further patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the hot axios stent was being implanted into the esophagus to treat an anastomotic esophageal stricture; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. Reportedly, the symptoms the patient presented with on (B)(6) 2018 was pneumonia.